Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun cooling pads were correctly applied and connected; however, the system was allegedly not able to prime the pads and therapy was not initiated. Following device trouble shooting, there was no resolution. User allegedly tried a second arctic sun device and the same alarms occurred. The pads allegedly appeared to have a manufacturing defect and were not sealed along one edge causing an air leak that prevented priming.

Manufacturer narrative:
Received 1 used large arcticgel pad kit without original packaging. During the visual evaluation, the pads were reviewed to evaluate the trim pattern. For the right chest pad, the trim pattern was found incorrectly performed which caused there to be no peripheral sealing in the internal section of the pad (it caused an air leak in the system). The reported event for one of the three pads was confirmed as manufacturing related. The other three pads were found with the correct trim pattern, the plastic tubes were found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foam was found free of damages, tears or perforations, the seal between manifold connector and pads were found completely sealed, and the energy connectors were found free of damages. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "attach the pad's line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun cooling pads were correctly applied and connected; however, the system was allegedly not able to prime the pads and therapy was not initiated. Following device trouble shooting, there was no resolution. User allegedly tried a second arctic sun device and the same alarms occurred. The pads allegedly appeared to have a manufacturing defect and were not sealed along one edge causing an air leak that prevented priming.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun cooling pads were correctly applied and connected; however, the system was allegedly not able to prime the pads and therapy was not initiated. Following device trouble shooting, there was no resolution. User allegedly tried a second arctic sun device and the same alarms occurred. The pads allegedly appeared to have a manufacturing defect and were not sealed along one edge causing an air leak that prevented priming.